Event description:
Additional information received from the healthcare provider reported that the patient needed an MRI. The patient couldn¿t put the implant into MRI mode because the controller does not work. The caller was unable to clarify further. It was noted that the patient¿s doctor had sent a MRI eligibility form confirming full body conditional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states ins is in overdischarge. Caller states they tried multiple times to 'jump start' ins but it did not emerge from overdischarge. Agent reviewed that an ins in overdischarge will be able to come out of that state but it will sometimes take many prms depending on the length of the overdischarge. Additional information was received from the manufacturer representative (rep) reporting that no further attempts would be made to get the patient¿s device out of overdischarge. They did a 60 min procedure 5-6 times with no success. They stated that they were not suer if it was normal or expected eos but the patient had not used their scs in years and the rep was unsuccessful at connecting. The physician signed the MRI form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.